Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Reportedly, the customer reused syringe needles. Tandem technical support educated the syringe needles being single use products. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 279 mg/dl.